Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) was confirmed. Upon evaluation the monitor was displayed a service code 102 (charge profile fault) during pulse testing. The cause for the failure was isolated to an open r45 on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.